Event description:
It was reported that this right atrial (ra) lead recently exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms). Additionally, there was evidence of over-sensed noise from the ra electrocardiogram. The physician suspected that the ra lead conductor had fractured, and elected to surgically explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This ra lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this right atrial (ra) lead recently exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms). Additionally, there was evidence of over-sensed noise from the ra electrocardiogram. The physician suspected that the ra lead conductor had fractured, and elected to surgically explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This ra lead has been returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this right atrial (ra) lead recently exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms). Additionally, there was evidence of over-sensed noise from the ra electrocardiogram. The physician suspected that the ra lead conductor had fractured, and elected to surgically explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This ra lead is expected to be returned for analysis, but has not yet been received.